Event description:
It was reported that the zimmer dermatome was cutting unevenly. Additional clinical f/u with the hosp indicated that the reported event occurred early in the procedure. An alternate, immediately available, unit was used to complete the planned procedure which was stated to have taken approximately ten minutes to obtain, open, and set-up for use. There was no info regarding any additional tissue harvest but was able to confirm the facility had no documentation of any harm or negative pt impact regarding this event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 18 yrs old and was last returned to the MFR for repair on (B)(4) 2012. Prior to repair, the device displayed damage to the head and the control bar. The width plates, 1", 3" and 4" were all damaged as well. The device was out of calibration at the zero and 20 thickness settings. The unit was also out of side to side calibration at the zero and 20 thickness settings. Damage to the device most likely caused the customer's event to occur. Improper handling and lack of preventative maintenance most likely cause the damage and lack of calibration to the device. The device was serviced and returned to the customer.